Manufacturer narrative:
MFR's report date: 03/27/2013. Internal file no: (B)(4). Pt's info requested and all available info is included. Unable to determine the cause of the customer's reported leak. Although requested, the device has not been received for evaluation. A f/u report will be submitted with the evaluation results should the device be received.

Event description:
The customer reported that the tubing leaked chemotherapy (etoposide) out of the top of the silicone segment after being connected to the patient and placed into the pump. The leak was noted when the nurse started the programming. The nurse stated that the tubing was primed by the pharmacy then sent to the floor in a bag. The nurse reported that not very much medication leaked and the chemotherapy spill was cleaned up without any problems. The nurse received new medication and restarted the infusion without any issues. No medication got on the nurse or the pt and no pt harm or medical intervention was reported. The customer stated that no add'l pt or event info is available.